Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as 48mm vitalock solid back shell an evaluation of the device cannot be performed as the device was disposed and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Event description:
It was reported: acetabular cup revision.